Event description:
A surgeon reports that the intraocular lens (iol) that was implanted in a 40 yr old pt with eary age-related macular degeneration was explanted. The pt reported seeing pulsating light temporarily inferior or particularly when fluorescent light source or sun light was present.